Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc): received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("ultrasound in 2014 showed one of the coils was perforating fallopian tubes") in a (B)(6) female patient who had essure (batch no. A20065) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1, live birth and abortion. Previously administered products included for cervical block: lidocaine on (B)(6) 2012; for contraception: nuva ring. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced back pain ("severe back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2015). Essure was removed. At the time of the report, the fallopian tube perforation, back pain, dyspareunia and procedural pain outcome was unknown. The reporter considered back pain, dyspareunia, fallopian tube perforation and procedural pain to be related to essure. The reporter commented: essure coils placed in tubal ostia without difficulty. Right essure had 3 coils and left side had 2 coils visible in uterine cavity. Patient tolerated procedure well. Subsequently she had the device removed due to complications. Following the implant, she began experiencing symptoms. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound scan - in 2014: one of the coils was perforating fallopian tubes. On (B)(6) 2012: uterine sound measure - 9.5cm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: medical record received - new reporter; patient's demographic data; medical and drug history; essure treatment details (lot number, expiration date and procedure details). Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female plaintiff. She had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 and approximately two years later, an ultrasound showed one of the coils was perforating fallopian tubes. She underwent a partial hysterectomy 2.5 years after insertion, and had the device removed. In the present case, the exact time point and mechanism of the perforation is unknown. No details were provided on the insertion procedure. The perforation was diagnosed on ultrasound approximately 2 years after insertion. This case was regarded as incident since device removal was required. The product technical complaint analysis resulted in an unconfirmed quality defect. Since lot number was provided, an updated analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("ultrasound in 2014 showed one of the coils was perforating fallopian tubes") and device dislocation ("migration") in a (B)(6) -year-old female patient who had essure (batch no. A20065) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1, live birth and abortion. Previously administered products included for cervical block: lidocaine on (B)(6) 2012; for contraception: nuva ring. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On (B)(6) 2015, 2 years 5 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2015) and surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, back pain, dyspareunia, procedural pain, fatigue and headache outcome was unknown. The reporter considered back pain, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache and procedural pain to be related to essure. The reporter commented: essure coils were placed in tubal ostia without difficulty. Right essure had 3 coils and left side had 2 coils visible in uterine cavity. Patient tolerated procedure well. Subsequently she had the device removed due to complications. Following the implant, she began experiencing symptoms. Since having the surgery, her symptoms are mostly resolved. Patient need for additional surgery . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound scan - in 2014: one of the coils was perforating fallopian tubes . (B)(6) 2012: uterine sound measure - 9.5cm. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-oct-2017: reporter added, events migration, fatigue, headaches were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("ultrasound in 2014 showed one of the coils was perforating fallopian tubes") in a (B)(6) year-old female patient who had essure (batch no. A20065) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1, live birth and abortion. Previously administered products included for cervical block: lidocaine on (B)(6) 2012; for contraception: nuva ring. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On (B)(6) 2015, 2 years 5 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced back pain ("severe back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, back pain, dyspareunia and procedural pain outcome was unknown. The reporter considered back pain, dyspareunia, fallopian tube perforation and procedural pain to be related to essure. The reporter commented: essure coils were placed in tubal ostia without difficulty. Right essure had 3 coils and left side had 2 coils visible in uterine cavity. Patient tolerated procedure well. Subsequently she had the device removed due to complications. Following the implant, she began experiencing symptoms. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound scan - in 2014: one of the coils was perforating fallopian tubes. (B)(6) 2012: uterine sound measure - 9.5cm. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-may-2017: quality safety evaluation of product technical complaint. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 1-feb-2017: follow up from lawyer: essure implanted on (B)(6) 2012, hsg on (B)(6) 2012 showed full occlusion of tubes, on (B)(6) 2015 partial hysterectomy. Reported events: ultrasound in 2014 showed one coils was perforating fallopian tubes, symptoms severe abdominal and pelvic pain; severe back pain, pain during intercourse. After surgery she suffered a painful post-operative recovery. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff. She had essure (fallopian tube occlusion insert) inserted and approximately two years later, an ultrasound showed one of the coils was perforating fallopian tubes. She underwent a partial hysterectomy 2.5 years after insertion, and had the device removed. This event is anticipated in the reference safety information for essure. In the present case, the exact time point and mechanism of the perforation is unknown. No details were provided on the insertion procedure. The perforation was diagnosed on ultrasound approximately 2 years after insertion. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.